Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the instruments. Here we found that the opened dispenser packaging a is for carbon steel scalpel blade #23 and the used surgical blade is a carbon steel scalpel blade #11. Furthermore we made a visual inspection of the surgical blade. Here we found light brown discoloration. Additionally we found a deformed tip of the cutting edge. Next we opened the closed dispenser packaging and made a visual inspection of the surgical blade. The tip of the cutting edge shows no visible damage. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: we assume that the customer has returned the used surgical blade with the wrong dispenser packaging. Without further knowledge about the circumstances we assume that the deformed tip was caused by a mechanical overload situation. There are no hints of a blunt cutting edge. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: (B)(6). It was reported that during an intra operative procedure the surgeon had to use excessive force to cut into the patient's skin.